Manufacturer narrative:
This tibial bearing is not 510(k) cleared for use with the cementless high flex partial knee system and does not require medical device reporting per 21 cfr part 803. Please disregard this manufacturer report number.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects; "intraoperative or postoperative bone fracture and/or postoperative pain.¿

Event description:
It was reported that patient underwent left partial knee arthroplasty on (B)(6) 2008. Subsequently, patient was revised on (B)(6) 2014 due to pain.